Event description:
This device is noted due to premature depletion. The device was received with no output due to premature battery depletion based on a measured battery voltage of 0.557 volts in circuit. No implant date was received to perform longevity calculation. The physician and health care facility is unknown. No additional information is available. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).